Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was not hospitalized due to the any blood glucose level issues.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was sent to hospital due to high blood glucose level. Customer's blood glucose level was unknown at the time of incidence. Customer reported that their insulin pump did not start working. The insulin pump will not be returned for analysis.